Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed and eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. After pre-dilatation was performed with a 2.0 x 9mm balloon catheter, a 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Subsequently, pre-dilatation was performed again, another stent was advanced with buddy wire support and was implanted, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The (B)(4) stenosed and eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. After pre-dilatation was performed with a 2.0 x 9mm balloon catheter, a 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Subsequently, pre-dilatation was performed again, another stent was advanced with buddy wire support and was implanted, and the procedure was completed. No patient complications were reported and the patient's status was stable.